Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during a lar procedure. Reportedly, the staples did not form properly and some bleeding occurred. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.